Manufacturer narrative:
During the requested site visit, the abbott field service representative (fsr) performed troubleshooting, which included replacing the ict tubing (tbg, ict 1 ml syr to h. C. T fitting (rohs)) pn 7-203001-02. The fsr monitored the customer for 7 days to confirm the issue was resolved. Return testing was not completed as returns were not available. A review of the architect, serial number c1601093, service history did not reveal any additional causes and no other reports of discrepant results have been received since the part was replaced. A review of historical data for the ict tubing pn 7-203001-02 revealed no trends or systemic issues. A review of the architect c16000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and the architect c16000 service and support manual provide adequate information regarding limitations of result interpretation, maintenance, component replacement, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect, c1601093 or the ict tubing (tbg, ict 1 ml syr to h. C. T fitting (rohs)) pn 7-203001-02.

Manufacturer narrative:
There was no additional patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) results on one patient on the architect analyzer. The results provided were: on (B)(6) 2019 (B)(6) na= 117 / 139mmol/l. There was no reported impact to patient management.